Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to corroded motor home switch. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarm. Unable to confirm unexpected restart alarms due to motor error alarms. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked display window and scratched reservoir tube window.